Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: segment with male/female, p/n: 00585004604, l/n: 62745110. Stem collar 35 mm, p/n: 00585204035, l/n: 62738144. Fluted stem extension, p/n: 00585205014, l/n: 62818230. Tibial component precoat, p/n: 00588000600, l/n: 62648340. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it was not released by the patient. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05327-1, 0001822565-2018-05678. Product location is unknown.

Event description:
It was reported the patient underwent an initial left knee arthroplasty 3 years post implantation. Subsequently, the patient was revised due to hyperextension. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via photos plus medical records and the reported event was confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during primary surgery, a small non-displaced crack in the medial cortex of the tibial intraoperatively. No other complication noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision procedure 3 years post-implantation due to pain and hyperextension. No additional patient consequences were reported.